Event description:
It was reported that this pacemaker system exhibited a rise in pacing impedances on both the right atrial (ra) and right ventricular (rv) lead however, impedance measurements are still within normal range. It was noted that the patient had a fistula graft, and the rise started a few days after. Additionally, the ra thresholds have been fluctuating and measuring up to 4v. Technical services reviewed the device data and found a stored signal artifact monitoring (sam) episode in which there was noise being oversensed which resulted in the minute ventilation (mv) sensor being disabled. The sam episode was due to an attempted clot removal for her fistula. Rv impedance during the sam episode were noted to be low out-of-range measuring less than 200 ohms. The plan was to turn the mv feature back on at her next check. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited a rise in pacing impedances on both the right atrial (ra) and right ventricular (rv) lead however, impedance measurements are still within normal range. It was noted that the patient had a fistula graft, and the rise started a few days after. Additionally, the ra thresholds have been fluctuating and measuring up to 4v. Technical services reviewed the device data and found a stored signal artifact monitoring (sam) episode in which there was noise being oversensed which resulted in the minute ventilation (mv) sensor being disabled. The sam episode was due to an attempted clot removal for her fistula. Rv impedance during the sam episode were noted to be low out-of-range measuring less than 200 ohms. The plan was to turn the mv feature back on at her next check. At this time, the system remains in service. No adverse patient effects were reported.